Manufacturer narrative:
Device 9 of 10. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the dressing thickness was thinner in comparison to older batches and the dressing did not absorb as much exudate on those that they had already used. The customer had purchased several boxes of the said dressing under the same batch and had used a few. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d9: device available for eval? & date returned to mfg. H3: device evaluated by mfg? H6 - investigation results under imdrf cause investigation code, imdrf investigation. Findings, imdrf cause conclusions. A batch record review was completed, and no discrepancies were found. Aquacel extra 10x10cm (1x10pk) ster nai was manufactured under system application product (sap) code 1705403 and manufacturing lot number 0h00712 on 18 august 2020. Lot # 0h00712 was sterilized under reference (B)(4) and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 0h00712. Two photographs were received for this issue and had been evaluated in accordance with work instruction (wis). The photographs confirm the expected lot number, product and complaint issue, but it was not possible to tell from the photograph received whether the dressing was within specification for the dressing thickness. Samples of the dressings under complaint were requested on 01 july 2022. The complaint sample was received 23rd august 2022. A non-conformance was raised for this complaint upon the receipt of the samples and completion of testing. The dressings were tested for fluid uptake and thickness, with fluid uptake meeting specification and the thickness of the dressing failing specification. While the dressing was expected to have lost some thickness during the product returns process, it was still expected to be within specification. An investigation was raised into the thin dressing which could not identify any reason or evidence of thin dressings or any reason for thin dressings within the final batch record, or within the intermediate's batches. However, no testing requirements for thickness were available within the product processing instruction (pi), so this will be updated to correctly document the inspection of fabric at the rewind station for defects or incursions. The window for this was narrow, and if fabric did not show obvious incursions, operators may find it difficult to inspect and identify. No root cause for the issue was identified, but the processing instruction (pi) will be updated to ensure the inspection process is documented fully. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sops). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.